Event description:
User received a direct bilirubin result of 20.0 mg per dl. The result was caught and manually repeated, giving result of 0.2 mg per dl. The results were not reported out and there was no effect on pt treatment or diagnosis.

Manufacturer narrative:
The field service representative was unable to determine a cause. Noted he checked measurement system and operation of analyzer by observing proper washing of cuvettes and pipetting of samples and could find no specific cause. Verified analyzer performance by running controls and precision study; all results are within specification.